Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate had dropped below the programmed rate. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.